Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported bleeding could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heartmate 3 to heartmate 3 pump exchange on (B)(6) 2023 due to an infection. Following the exchange, the patient experienced a complicated post-operative course with reoperation for bleeding and delayed chest closure. As of 13feb2023, the patient remained in the intensive care unit (ICU). Related MFR # 2916596-2023-00853.